Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction from the sensor patch adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a rectangular shaped scar on the abdomen from the sensor patch adhesive. Patient's mother treats the affected area with neosporin, flonase, tough patch, tegaderm, skin tac and coconut oil. Date of prescription is unknown. At the time of contact, patient's mother reported current condition of skin reaction as "ok". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Photographs were provided confirming the customer complaint. The reported event was confirmed. The root cause cannot be determined.